Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board was replaced to resolve the reported issue. Called customer 11/04/19, 11/05/19, and 11/06/19 requesting patient information. No information provided to date.

Event description:
The hospital reported a manifold pressure sensor failure preventing mechanical ventilation. There was no report of patient injury.